Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. Functional testing of the device was able to confirm and replicate the reported event. Inspection found that the device had (B)(6) which corresponds with the reported event. The pwa board was replaced to resolve the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device lost programming. There was no patient injury or involvement reported.

Event description:
It was reported that the device lost programming. There was no patient injury or involvement reported.

Manufacturer narrative:
Other text: one infusion pump was received for evaluation in relation to the reported event. Functional testing of the device was able to confirm and replicate the reported event. Inspection found that the device had (B)(6) which corresponds with the reported event. The pwa board was replaced to resolve the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.